Event description:
It was reported that a balloon rupture occurred. A 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the balloon ruptured. The device was removed from the patient. The procedure was successfully completed with a different device. The patient was in good condition after the procedure.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. E1, initial reporter city:(B)(6).